Event description:
The customer reported that while the unit was in use on a pt, the unit displayed an "intra-aortic balloon catheter" alarm message, and the intra-aortic balloon failed to inflate. The pt was switched to another unit and therapy was continued. No pt injury was reported.